Manufacturer narrative:
This event occurred in (B)(6). The field service engineer replaced various parts and performed adjustments and cleaning's. He performed ise checks with acceptable results. After service, the customer performed calibration and qc with passing results. The customer started to run all samples in duplicate. The customer has not reported any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for 20 patients tested on a cobas 8000 cobas ise module. The customer confirmed some na results were reported outside the laboratory. The customer performed repeat testing with the samples on the same analyzer as well as a different analyzer for confirmation. Below are five examples of questionable na results provided by the customer: patient 1's initial na result was 127 mmol/l, and the patient's repeat result on the same analyzer was 137 mmol/l. The patient's repeat result on a different analyzer was 139 mmol/l. Patient 2's initial na result was 126 mmol/l, and the patient's repeat result on the same analyzer was 136 mmol/l. The patient's repeat result on a different analyzer was 136 mmol/l. Patient 3's initial na result was 129 mmol/l, and the patient's repeat result on the same analyzer was 142 mmol/l. The patient's repeat result on a different analyzer was 143 mmol/l. Patient 4's initial na result was 126 mmol/l, and the patient's repeat result on the same analyzer was 138 mmol/l. The patient's repeat result on a different analyzer was 138 mmol/l. Patient 5's initial na result was 128 mmol/l, and the patient's repeat result on the same analyzer was 139 mmol/l. The patient's repeat result on a different analyzer was 140 mmol/l. The customer determined the repeat results were correct and the results were amended. The na electrode lot number and expiration date were requested but not provided.